Event description:
Additional information was received by the treating physician indicating the patient was explanted due to infection along with other patient identifying information. No further information was provided.

Event description:
It was reported through a scientific article that a vns patient experienced a local infection after being implanted with vns therapy. The device was explanted 8 months. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Bibliography: lund, caroline, hrisimir kostov, berit blomskjøld, and karl o. Nakken. "Efficacy and tolerability of long-term treatment with vagus nerve stimulation in adolescents and adults with refractory epilepsy and learning disabilities." Seizure (2010). Print.